Manufacturer narrative:
D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
Reported via study. It was reported that the patient experienced a hematoma and an anemia. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of apixaban (10 mg/day) and aspirin (81 mg/day). Post procedure the patient experienced a hematoma and an anemia that required blood transfusions. The patient recovered from this event and was discharged from the hospital.